Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during right upper lobe resection in thoracoscopy, the device did not fire and the handle cannot be squeeze although the green button could be pressed. Replaced by new device to complete the case. No patient harm.